Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that the tubing disconnected from the plastic ring while the patient was sleeping. This issue occurred with six sets. No further information available.